Event description:
This is filed to report single leaflet device attachment (slda), requiring an additional procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were implanted with no reported issue, reducing mr to grade <1. On (B)(6) 2022, on a follow up, a single leaflet device attachment (slda) was observed. The second clip (20503r164 cds0701-xtw) had detached from the anterior leaflet. A procedure was performed the same day with one clip implanted with no reported issue. Mr was reduced from grade 4 to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (tethered leaflets). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.